Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:03 was discovered and confirmed by baxter personnel in the pump's event history. This condition was caused by failure of the air in line (ail) printed circuit board (pcb). The ail pcb was replaced and calibrated to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 810:03. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, a baxter service technician discovered this event interrupted delivery. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.